Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the lead tip measuring 42.8cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 6.7-9.8cm from the distal tip. Internal insulation abrasion was noted at 13.7-15.2cm, 14.8-15.7cm, 16.2-16.8cm, 16.9-17.7cm, 26.2-26.7cm, and 27.4-28.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.6-6.7cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shock.

Event description:
It was reported that the patient presented to clinic after receiving inappropriate therapy due to oversensing noise. Upon interrogation, multiple instances of ventricular noise were observed. The lead was capped and replaced.

Event description:
Additional information received notes that externalized conductors were observed under fluoroscopy, which was not previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.